Manufacturer narrative:
This product is supplied by medline/microtek as non-sterile for inclusion in procedure kits. Sterilization and final kit assembly are performed by the kit packers. Since downstream sterilization and kit assembly is outside the manufacturing site scope for this complaint, the investigation focuses on the reported material integrity issue for the product as supplied and the available production and quality records reviewed. Additional reported lot numbers associated with this complaint: d212351; 4073lro000; 5084lrj700.

Event description:
It was reported that all (16) probe covers were compromised inside the packaging, with material appearing damaged and adhered to the pouch. No patient injuries, infections, or complications were reported.